Event description:
The pt reportedly experienced a lack of progress. In 2007, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. Due to the lack of pt progress, the decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.